Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that he had gone through several failed sensors. Patient reported high blood glucose of over 600 mg/dl and was rushed to the hospital. Patient had symptom of nausea. Troubleshooting did not resolve issue. Will make follow up to inquire if auto mode feature was in use. Product will not be returned for analysis.